Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the device did not meet expected longevity. Analysis of the device and internal components were as expected for a pacemaker at eri. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B) (4): did not meet expected longevity, cause unk, (B) (4): no anomalies found. Upon visual inspection it was noted that there was blood in/on helix/lobe mechanism.

Event description:
It was reported that during the implant procedure the lead screw would not extened. The device was returned for analysis after being explanted for normal battery depletion indicators. The device subsequently tested out of specification during manufacturer's analysis. The lead was not implanted. No patient complications have been reported as a result of this event.